Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 30 may 2024, it was reported that three infusion sets fell off. The set was in use for 1 or 2 days. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 1 of 3. E1: patient city: (B)(6). Patient country: (B)(6).